Manufacturer narrative:
(B)(4). Date sent: 9/8/2020. Three photos and one video received. Upon visual inspection of three photos, the following was observed: the photo shows a tyvek from top view of product code gst60b, lot # t40951 and exp. Date: 2022-02-28. The second video shows a blue reload from top view and partially fired 2/3 was observed. The third photo shows a tissue piece and in middle part of tissue the staple line appears not to be complete. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: malformed staple. Upon visual inspection of one video, the following was observed: the video shows a device with a blue reload loaded and tissue between the jaws. At the mark 00:11 the device appears to be partially fired. At the 00: 17 mark the device is removed of tissue and bleeding is observed on the staple line. At the 01:13 mark a device is introducing with a blue reload loaded. At the 01:15 mark the device is placed in the tissue. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2020. Investigation summary: the analysis found that one gst60b reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side partially fired 1/2, left side partially fired 2/3 and the reload pan was noted to be partially dislodged from right proximal side. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the one piece sled has been correlated to the design. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was blood transfusion due to bleeding required? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, during the third firing, the stapler opened normally and delivered a complete cut line, but had not properly stapled the cartridge (gst60b). That part of the stomach opened immediately and bled, so a new cartridge was used and it did staple and cut properly. The patient is currently stable and the case was completed successfully. Surgery was not delayed and no fragments were generated. There were no patient consequences.